Manufacturer narrative:
(B)(4): eval results: (cva/stroke).

Event description:
Pt had two lesions treated during index procedure. One endeavor rx drug-eluting stent implanted to 1st obtuse marginal. One endeavor rx drug-eluting stent implanted to mid rca (ref MFR # 2953200-2010-01463). Pt was asymptomatic/free of symptoms at 30 day, 6 month, and 1 year f/u. Approx 13 months post index procedure, it is reported that the pt suffered an ischemic stroke. Investigator provided the following info, "pt had a stroke confirmed with CT, MRI not done due to implanted stent. Only medication was used. Pt discharged 20 days later without significant sequel". In the investigator's opinion the event was not related to the study stent or study procedure. Pt was asymptomatic/free of symptoms at 1.5 year f/u.